Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to heartmate 3, serial number (B)(6), could not conclusively be determined through this evaluation. No device-related issues were observed during the evaluation of the returned device. The account communicated that the patient expired on 04feb2020 due to dissection of the internal carotid artery. Of note, the patient had undergone a pump exchange on (B)(6) 2020 due to driveline infection (manufacturer report number 2916596-2020-00643). While in the ICU following the exchange, the patient had no waking reaction. It was reported that the device operated as intended and there were no reports of device issues or malfunctions that may have contributed to the patient¿s cause of death. (B)(6) was returned assembled with the pump cable intact. Approximately 6¿ of the sealed outflow graft was returned attached to the pump cover outlet port, secured with the outflow graft clip. The apical cuff was returned with the cuff lock properly secured. The sealed outflow graft bend relief was returned secured around the graft attachment. Visual inspection of the inflow and outflow cannulas did not reveal any laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches of defects. The lvad event and periodic log files were retrieved from the returned device. The lvad event log file contained approximately 2.5 hours of data from (B)(6). The lvad periodic log file contained data from 30jan through 04feb. No atypical lvad faults/events were captured and temperature, rotor displacement, and rotor noise remained stable throughout the log files. The log files appeared to capture the device functioning as intended. (B)(6) was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped with heartmate 3 lvas IFU. This IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported by the clinical specialist that the patient expired due to dissection of the carotis interna. It was reported the device operated as intended. There were no reports of device issue or malfunctions that may have contributed to the patient's cause of death. No further information was provided.